Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging liver and kidney issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found external wear and tear, multiple contaminants on exterior of base unit. Excessive mineral deposits, corrosion, and bio-contamination in returned water tank and contamination on power supply. Dust contamination observed throughout the airpath, on/in blower, and on sound abatement foam. Pil can confirm the presence of contamination in the airpath and on the exterior of the device. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found five errors. The manufacturer concludes the device has external wear and tear, multiple contaminants on exterior of base unit. Excessive mineral deposits, corrosion, and bio-contamination in returned water tank and contamination on power supply. Dust contamination observed throughout the airpath, on/in blower, and on sound abatement foam. Pil can confirm the presence of contamination in the airpath and on the exterior of the device. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop liver and kidney issues. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.